Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that there was a hip revision. Surgeon removed trident ceramic on ceramic cup, liner, head and replaced with trident tritanium cup and mdm. The revision was due to cup loosening.